Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, component corrosion and a short were observed on the device's interface board due to an unknown contaminant. The device's interface board was replaced to address the issue.